Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing correctly. This occurred during delivery in a training session. The infusion of esmolol with a loading dose was programmed. After the transition from loading dose to primary infusion, the infusion stopped and the patient weight field on the pump returned to 0. The volume to be infused appeared to be incorrect. The infusion would not restart after a reload of the set and power cycle. The device was reprogrammed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; therefore, a device analysis could not be completed. However, a review of the event history log revealed a miscalculation of the volume to be infused (vtbi). The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.